Event description:
A customer reported that he had a condom broken on first use and had to go to the doctor for post exposure prophylaxis for (B)(6). He also mentioned that this is good condom for vaginal sex but maybe not for anal.

Manufacturer narrative:
Retain sample from same lot was evaluated by the method of astm d 3492 and the result satisfied the requirement in that standard.